Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had software error and hardware low level failure alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 4, pump error 53, and pump error 63 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error bug found on 08-may-2023 at 02:58:31.00. The formatted history file confirmed pump error 53 alarm (line number 3294 file number 26). Problem isolated to the electronic assembly as per global logic analysis (esf (B)(4)). Pump error 4 was found in the history files on 08-may-2023 at 02:58:29.00 due to pump error 53. Pump error 63 variable 3 was found in the history files on 08-may-2023 at 14:59:58.00 due to ambient light failure caused by poor solder joints on the u1 chip of the keypad assembly. Pump was cut open and found a corroded home switch and evidence of moisture on pcba 1 and the force sensor. The following were noted during visual inspection: cracked retainer, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), label damage (peeling). In summary, customers alleged pump error 53 and pump error 4 were confirmed through the pump history download due to a software error. Pump error 63 variable 3 was confirmed in the history files due to a poor solder joints on the u1 chip of the keypad assembly. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.